Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing irritation at the lead site. The physician suspected an infection and did not believe that the infection was device or procedure related. The patient was given antibiotics and underwent an explant procedure. The patient was doing well following the procedure and the infection was resolved.